Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that the issue could not be replicated. The rep found several errors pertaining to the system control board prior to the shutdown. The rep then reloaded the firmware to the board. A successful system checkout was performed which verified that the issue had been resolved. The system's logs were sent to the manufacturer for analysis. The software investigation was unable to determine the probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that the imaging system would unexpectedly become unresponsive and shutdown. The system would work after restarting it. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.